Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. UDI and protocol # are unknown. No information is provided to date. Operator of device is unknown. If the initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the patient was experiencing stinging at infusion site. No medical or surgical intervention was reported.